Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy, twice this week (please see the referenced complaint for additional system error 2240). (B)(4) explained that a large amount of air had entered into the disposable set. The patient stated that they spoke to their nurse, who advised the patient to request a new hc. (B)(4) to swap hc as requested. (B)(4) contacted the home patient's nurse regarding the reported alarm. The nurse stated that the patient has been doing fine and has been able to continue therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).